Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of not holding a charge was confirmed. The sr8 was received with no physical damage noted. The sr8 was powered on at 94% battery life and shut off when disconnected from the ac adapter. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) evaluation is still in progress (reference: MDR number 3006260740- 2020-00577)

Event description:
Per biomed, not holding a charge. Per evaluation outcomes: the reported problem was confirmed. The sr8 was powered on at 94% battery life and shut off when disconnected from the ac adapter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of not holding a charge was confirmed. The root cause of the reported issue was identified as an internal battery failure. The sr8 was received with no physical damage noted. The sr8 was powered on at 94% battery life and shut off when disconnected from the ac adapter. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(6)) evaluation is still in progress (reference: MDR number 3006260740- 2020-00577).

Event description:
Per biomed, not holding a charge. Per evaluation outcomes: the reported problem was confirmed. The sr8 was powered on at 94% battery life and shut off when disconnected from the ac adapter.